Manufacturer narrative:
Block b3: exact date unknown, event occurred in the past several months. Block d2b: pro code (product code): qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial:(B)(6). Batch: 7079962. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Serial: na. Batch: 31800382. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief following non-device related falls which resulted to high impedances on the leads. The patient underwent a procedure wherein both of the spinal cord stimulator (scs) leads as well as the clik anchor were replaced. The patient was doing well postoperatively, and the explanted devices were not returned as they were kept by the medical facility.